Event description:
It was reported that a pta balloon was used as normal, for an angioplasty of the cephalic terminal arch. It was inflated & deflated 4 times in total. On attempting to remove the balloon it would not come out of the 7f introducer. They cut the hub off the balloon and tried a 9f and then a 10f, but the balloon would still not pass through the introducer. Eventually, the balloon was removed through the skin without the introducer. No patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. A review of the manufacturing and quality control processes for this product line confirms that this product is tested for proper passage through the recommended size introducer sheath prior to the release of the product. The returned sample was evaluated. As received, there was one conquest catheter. The introducer sheath was not returned. The hub and the bifurcate of the catheter were cut off and was not returned with the sample. The balloon was bunched up at the distal end of the balloon. The bunching could have been caused by the user not deflating the balloon completely before retracting it through he sheath. The balloon was folded to 3 wings. The length of the catheter from the distal tip of the balloon to the cut bifurcate location was measured and was within specification. No kinks were visible on the catheter; however, there were three sections on the catheter that appeared stretched. The stretching of the catheter could indicate that excessive force was applied when the catheter was being retracted from the sheath. The investigation is inconclusive for failure to retract. The problem could not be re-produced for two reasons. The first reason, the original introducer was not returned with the sample; the second reason is that the hub and bifurcate were cut off the catheter, and not returned with the sample, this way the balloon could not be deflated allowing retraction through the sheath. The root cause of this event is unknown. The current IFU (instructions for use) for this device states: precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, and guide wire /introducer sheath as a single unit. Once the dilatation procedure has been completed, use a syringe to deflate the balloon by applying suction to the balloon lumen. This procedure will reduce the balloon profile and facilitate removal of the catheter.